Event description:
It was reported that during a superion implant procedure, the patient was moving, and the spacer was not in the ideal position due to being a bit caught on the laminae. Physician attempted to unscrew the spacer to back it up. The patient began having breathing issues and due to the patient's instability, the physician pulled the spacer out. Upon removing the spacer, the top ring came out with it. Once the patient was more stable the procedure was completed with a different spacer. The patient was not harmed. The device was not returned as it was discarded by the medical facility.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Manufacturer narrative:
Correction to initial MDR in block a2. A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
It was reported that during a superion implant procedure, the patient was moving, and the spacer was not in the ideal position due to being a bit caught on the laminae. Physician attempted to unscrew the spacer to back it up. The patient began having breathing issues and due to the patient's instability, the physician pulled the spacer out. Upon removing the spacer, the top ring came out with it. Once the patient was more stable the procedure was completed with a different spacer. The patient was not harmed. The device was not returned as it was discarded by the medical facility.